Manufacturer narrative:
This report is to document the dislocations and subsequent revision that took place after the pt's surgery on (B)(6) 2012. The associated device for this event is an unk head. Additional information has been requested and if received, will be provided in a supplemental report.